Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packaging of 2 intermittent catheters were ripped and hence, the catheters became unsterile. Per sample received on 08mar2022, it was noted that the intermittent catheters were returned for evaluation. Per additional information received via sample form on 15mar2022, customer stated that the wrapper of the intermittent catheters had tears which resulted in the catheters becoming unsterile. It was stated that the second catheter had the same result and no further issues.

Event description:
It was reported that the packaging of 2 intermittent catheters were ripped and hence, the catheters became unsterile. Per sample received on 08mar2022, it was noted that the intermittent catheters were returned for evaluation. Per additional information received via sample form on 15mar2022, customer stated that the wrapper of the intermittent catheters had tears which resulted in the catheters becoming unsterile. It was stated that the second catheter had the same result and no further issues.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure could be inappropriate package design; aggressive handling; inadequate packaging design; with product enclosed, packaging peel strength is insufficient to maintain package integrity; material quality is not acceptable (pinholes, etc.); product packaging obviously not sealed or torn, i.e. Out of box failure"; insufficient package design that does not protect the product from elements during shipping and storage; and/or sharps (external). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.